Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a return of symptoms on (B)(6) 2019; the event was considered a gradual change in therapy/symptoms. During the call, they synched to their ins which showed stimulation was on; they were at 2.1v on program 4. They added that they didn't feel stimulation so they increased to 2.7v where they felt comfortable sitting, standing, and walking. They are aware to decrease stimulation if it becomes uncomfortable and will continue to track their symptoms. They added that they had to self-catheterize again. They use to catheterize four times a day, but now they are back up to twice a day. They also feel like they have t go to the bathroom, but then they only trickle. They added that they feel so full and uncomfortable so they self-catheterize which results in 40oz or 44oz. They also noted that they can't go to the bathroom for about four hours after self-catheterizing. They lastly noted that they were so uncomfortable on (B)(6) 2019 that they had to stay home, had to self-catheterize, and had to go again that night. Patient responded to a letter. When asked why couldn't the patient feel stimulation before increasing to 2.7v, they had no idea why they weren't seeing results since after the surgery (not related to device/therapy); cause was not determined. The patient noted that it was decided that they needed to be patient; they are seeing results now. No further patient complications have been reported as a result of this event.